Event description:
Choke on a cough [choking]. It sticks to your palate and throat [foreign body in throat]. Choke on a cough [cough]. Case description: this case was reported by a consumer via interactive digital media(facebook) and described the occurrence of choking in a patient who received double salt dental adhesive cream (corega denture adhesive cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega denture adhesive cream. On an unknown date, an unknown time after starting corega denture adhesive cream, the patient experienced choking (serious criteria gsk medically significant), foreign body in throat (serious criteria gsk medically significant) and cough. The action taken with corega denture adhesive cream was unknown. On an unknown date, the outcome of the choking, foreign body in throat and cough were unknown. The reporter considered the choking, foreign body in throat and cough to be related to corega denture adhesive cream. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was reported by a consumer via interactive digital media (facebook) on (B)(6) 2023. Consumer stated that, "it runs down your throat and then you choke on a cough. It sticks to your palate and throat".

Manufacturer narrative:
Argus case ID: (B)(4).